Event description:
It was reported that the patient presented for remote follow-up via merlin.net with what was determined to be intermittent noise exhibited by the right ventricular lead. The noise was over-sensed and resulted in pacing inhibition, however it was not reproducible in clinic. Programming changes were made. The patient was asymptomatic.